Event description:
(B)(4). The provider states the center mount rigging rack is cracked. He states the unit has loosened over time and dropped down causing the crack. No additional information available (B)(4).